Event description:
It was reported that the patient experienced leakage from two luer connectors from lot number 31230. The patient confirmed that supplies were being changed correctly by rewinding the motor, inserting a newly filled cartridge into the housing, locking the cartridge in place with the connector, and then attaching the tubing. The patient no longer had the leaking connectors, as they had been discarded. The patient stated that bg levels were not affected. Replacement connectors were arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.